Manufacturer narrative:
Concomitant medical product: model 3169 pns lead. Therapy date unknown.

Event description:
Reference MFR. Report number:1627487-2019-04583. It was reported that the patient¿s right supra orbital lead was protruding through the skin. As, a result, system was explanted. It is unknown which lead is liable so both supra orbital leads are reported.